Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the cause is unknown but the issue is resolved. The patient and rep have met and parameter are where they need to be.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient had their  representative come out multiple times to attempt to give the patient more help with their device since their therapy setting numbers kept going away. Pt would experience intense pain and when they would look at their therapy settings it would all have been down to 0. The representative would come out and program the patient and it would work for a couple days and then the settings would go away again; this has happened on 3 different occasions. Pt worked with one rep but now they worked with another, the rep had them try group b and then c, now they were trying a but no settings stayed for they would go away in a day. Pt did not know when this issue started for it was a few weeks. Their rep told pt to call for a new controller. The patient was redirected to their healthcare provider to further address the issue. Agent emailed reps.